Event description:
The customer called technical support (ts), reporting that the device had an alarm code 1208-oxygen not available that occurred immediately after the device started to be used on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device to use on the patient. No medical intervention was provided to the patient, nor was a delay noted.

Manufacturer narrative:
(B)(6). Further information has been requested. A supplemental report will be submitted when new information is obtained.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and could not confirm the reported problem. No anomaly was present. A full performance verification was performed, the device passed all tests successfully. The repair service was canceled, and the device was returned unrepaired.